Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: not observed through visual inspection. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: h11.

Event description:
Patient reported "implant exchange with no complaint against the device". Later healthcare professional reported "rupture" confirmed via MRI. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture lab analysis: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported "implant exchange with no complaint against the device". Later healthcare professional reported "rupture" confirmed via MRI. This record is for the left side. Device has been explanted.